Manufacturer narrative:
The force bipolar instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Review of the system log was performed, and no related system errors were revealed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the force bipolar instrument was being used to move the uterus from side to side in order to secure the view inside the pelvis. At that time, the surgeon was in the process of resecting the uterus transabdominally. During this manipulation, excessive force was applied to the tip of the force bipolar instrument, causing the tip joint / wrist hinge to dislodge, making movement difficult. The jaw was completely misaligned. No tissue was damaged, and no bleeding occurred during this event. The force bipolar instrument could not be removed by itself so it was removed with the cannula. A back-up force bipolar instrument was used to complete the procedure. The procedure was completed robotically. The patient did not experience any post-operative complications. The patient¿s current status is unknown. The force bipolar instrument was inspected prior to use and no damage or abnormalities were observed. The instrument did not collide with any other instruments or tools during the procedure. The incident did not involve a fragment falling inside the patient anatomy.